Manufacturer narrative:
This report is being cancelled as the fiber optics window on upper panel was misplaced by the customer. It was later found by hospital staff and installed by fse. There was no reported malfunction with the iabp. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only,

Event description:
This report is being cancelled as the fiber optics window on upper panel was misplaced by the customer. It was later found by hospital staff and installed by fse. There was no reported malfunction with the iabp.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) upper panel was defective. No patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) fiber optics upper panel window was missing. No patient involvement.